Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, during introduction, the needle dislodged while anchoring and the device could not be used. A second device was used to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator and the suture on the blue with white stripe dilator both appear cut. The remainder of both sutures with dart were not returned. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, during introduction, the needle dislodged while anchoring and the device could not be used. A second device was used to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.